Manufacturer narrative:
Pt info: unk. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm micl13.2 implantable collamer lens, -11.5 diopter tore during loading. This occurred on (B)(6) 2021.